Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician suspected the readings were not correlating with the patient¿s symptoms. As a result, the sensor was calibrated through right heart catheterization. Reportedly, there was no delay of treatment to the patient or any adverse reported due to the readings.